Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic piece around the jaws broke off and fell into the patient. It was removed by the harvester without complications with the hemopro jaws. A new hemopro was opened to finish the case. There was no delay in the procedure. The patient was not injured.

Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25163175 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/02/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the tip of the jaws. The gray silicone insulation was observed to be peeled, but its unclear from what jaw had the peeling of silicone insulation. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire as well as on the gray silicone insulation on both the cold and hot jaws. There were no visual defects observed on the heater wire. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw exposing the metal portion of the cold jaw. The gray silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. The detached silicone insulation from the cold jaw was not returned for evaluation. Based on the photographic inspection, as well as the investigation results, the reported failure "peeled; jaw" was confirmed.

Event description:
N/a.